Event description:
It was reported that in 2002, the patient's lead "totally broke in half" and had to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).